Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only a portion of the lead was returned. The returned section measured approximately 24 centimeters long from the is_1 end. Visual inspection noted a cut at approximately 19 cm from the is-1, which may indicate the suture sleeve location. Further visual inspection noted the out insulation appeared to be crushed and fractured. An x-ray was performed based on coil deformities and a fracture was confirmed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported out of range impedance measurements was likely the result of the lead damaged observed by the laboratory.

Event description:
The rv lead was explanted almost eight years later during a change out procedure to another manufacturer's system. The lead was returned for analysis.